Event description:
The caller reported that the t: slim x2 pump battery was not charging, and there was a power source alert in the pump history. Technical support planned to send replacement charging supplies, advising the customer to use an alternate insulin delivery method if needed. Eventually, the pump started charging with the original charging supplies. There was no adverse impact to the customer's blood glucose level.